Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, black particles, and a weight test of the explanted material verified the device was underweight. A microscopic analysis of the returned device identified a broken shell with a striated edge on the radius side assessed as surgical damage. Based on the device analysis, the final assessment is a broken shell with a striated edge assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.